Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during scan, an unconscious patient's left elbow penetrated the mylar scan window and contacted the rotating collimator, resulting in a 6-7cm cut that was treated with stitches. The scan window came apart from the gantry. Serious injury is not likely since the scan window itself is designed to distance the patient from rotating parts while affording diagnostic image quality.

Manufacturer narrative:
The scan window (p/n 5332239) was returned to ge for evaluation with no defects or issues found. When the patient pushed on the window with extraordinary force, the window deflected enough such that it caught on the rotating side. The gantry design includes requirements for mechanical strength to satisfy requirements for enclosures. The design for CT system complies with appropriate standards. The gantry scan window shall not come in contact with the rotating components when the patient or operator presses against them with a force of up to 1,453 lb/ft^2 or 45 n/in^2 per iec 60601-1:1988 clause 21. Note: it is assessed that the push force test of 45 n force applied over an area of 625mm^2 (i.e. 1 in^2), as required by the second edition of iec 60601-1 is acceptable. The gantry scan window shall not come in contact with the rotating components when the patient or operator presses against them with a force of mechanical strength in accordance with iec 15.3.2.